Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a known event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer they performed an ¿internal investigation¿ to recreate a previously reported failure and the following conclusion was provided to aad field assurance: ¿I see the potential risk for wire migration as the wire now sits quite loosely in the rubber hub connection. It moves much more freely than previous version. Observation of leakage of fluid, where the wire exists. When aspirating, it did entrain air into the line from the rubber/wire exit point, where the wire passes through the rubber connector/elbow. This could lead to possible interruption of electrical conduction on the intravascular trace and loss of the intravascular (yellow) rhythm, as the lumen that houses the wire needs to be primed with saline fluid for proper conduction of the electrical activity of the heart that it is designed to detect. If there are bubbles of air in the column of fluid, that can interrupt the conduction of the electrical activity usually portrayed on the screen as a yellow ECG wave form. This device was not used on a patient.¿ no other information was provided. The customer returned five devices for evaluation. This report addresses the second device.